Event description:
It is reported that a customer experienced high blood glucose of 386 to 560 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they think that their pump was malfunctioning. The customer declined trouble shooting but they stated that they will change their infusion set. The customer stated they will call back if they had any further issues. The customer stated that they will go to the hospital because they feel nauseated, dehydrated and sick. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.